Event description:
The customer called and reported the insulin pump had a line on the display screen. Customer's blood glucose was not known. The insulin pump had not been bumped or dropped. It was advised that the customer revert to a back-up plan and she agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments, due to cracked lcd zebra connector, as well as minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.